Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the eri battery status was anticipated. The lead under complaint was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.

Event description:
Ous MDR - after an estimated implant duration of 2 years oversensing with 57 inappropriate shocks was reported. The ICD was explanted due battery depletion and received for analysis. The lead could not be explanted. No implant or explant dates were provided.